Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device exhibited high, out of range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. Code 1003 indicative of battery voltage too low for the projected remaining capacity was also seen upon device data review. The physician elected to surgically explant the device. A replacement device was implanted to resolve the event. The device was discarded and will not be returned for evaluation. The patient was stable with no additional adverse consequences.